Event description:
It was reported that there was a lead warning on the atrial lead for low impedance paces. The atrial lead was also reported to have high output, was oversensing, and could not pace the atrium at maximum outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.